Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks. Review of stored episodes showed the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks in different episodes. The rhythm appeared to be atrial fibrillation (af) with rapid ventricular response. Technical services (ts) discussed further review with electrophysiology cardiology. No adverse patient effects were reported.